Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Functional analysis of the pump confirmed that the pump successfully primed and flowed within design specifications. No issue was found with the pump. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions via email to report an underinfusion volume discrepancy. The expected volume was 14.5ml and the actual aspirated volume was 18.2ml. The patient reports increased pain and a lack of therapy that had started after a previous catheter replacement (captured in MFR 3010079947-2021-00173). Cs reported that a sideport study was performed in which the physician was able to aspirate over 2ml from the cap. They were able to push dye through and visualize it at the tip of the catheter. Physician took a picture of the pump and they were able to see the cap under fluoroscopy. A stem and catheter prime was initiated and the normal clicks of the pds were heard. At the patient's next volume check, another underinfusion volume discrepancy was observed with the expected volume being 10.12ml and the actual volume being 14.5ml. The pump was later replaced. After the pump was replaced, a prime was initiated for the pump, and cs was not able to visualize any fluid movement from the catheter throughout the whole prime. Cs was able to hear two valve clicks at regular intervals.